Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer wanted to deliver a bolus request for 25 grams of carbohydrates on the pump. Reportedly, the customer entered an amount of "25", and the bolus request displayed units instead of carbohydrates. Additionally, the customer reported receiving a replacement pump, and the customer did not turn the carbohydrate settings to "on". Then, upon viewing that the pump displayed insulin instead of carbohydrates, the customer did not deliver any portion of the bolus request. The customer called tandem technical support for assistance with changing the pump settings. Tandem technical support was able to assist the customer with successfully turning the carbohydrates settings to "on". There was no impact to the customer's blood glucose level and the customer reported that the issue was addressed to satisfaction.